Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed transient decreases in pulsatility index (pi) values. Although a specific cause for these events could not be conclusively determined through this evaluation, the account later communicated that they were possibly caused by arrhythmia. A direct correlation between the device and the possible arrhythmia could not be conclusively established through this evaluation. The submitted log files captured transient decreases in pulsatility index (pi) values; however, this parameter appeared to show a stable trend over time. No other notable events were observed. The pump appeared to have operated as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1, "introduction," lists cardiac arrhythmia as a potential adverse event which may be associated with the use of heartmate 3 lvas. This section also provides an explanation of each of the pump parameters, including pulsatility index (pi). This document explains that pi calculation represents cardiac pulsatility and in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Under ¿pulsatility index (pi)¿, this section explains: ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle).¿ section 4, ¿system monitor¿, explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This section also states that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This decrease in speed is accompanied by a reduced pump flow. Furthermore, there are no audible alarms with a pi event. Section 6, ¿patient care and management,¿ lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that around 13:20 on (B)(6) 2024, the patient felt a slight change in physical condition while resting with dizziness and light-headedness. As a precaution, the status was looked at on the system controller screen and the flow was 4.0 liters per minute (lpm) and the pulsatility index (pi) was 2.0. It was noted that the patient's pi was not usually reduced. The cause of the light-headedness, dizziness and reduced pi was considered to possibly be due to arrhythmia, although arrhythmia was not confirmed. Log files were submitted for review. The log files captured no unusual events; it was noted that any events from (B)(6) 2024 had been overwritten by newer data. The mechanical circulatory support (mcs) equipment was operating as intended. It was noted that the patient had no observed arrhythmia at the time of implantation or prior to left ventricular assist device (lvad) implant. The patient also did not have an implantable cardioversion device (ICD) implanted prior to lvad. The patient was on bed rest and under follow-up; if the possible arrhythmia was reproduced, they would be admitted to the hospital for examination.